Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2021 and the patient was re-implanted with a new device during the same surgery. This report is submitted on 8 february 2021.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on april 26, 2022.

Manufacturer narrative:
This report is submitted on 01 dec 2020.

Event description:
Per the clinic, the patient experienced poor performance with the device. It was reported that open circuits were noted on 8 electrodes.